Event description:
Patient was having corflo nasojejunal feeding tube placed for nutrition/medication access. During fluoroscopy, the wire of the corflo device (140 cm) was observed perforating the corflo tube while within the gastric body. The wire and corflo tube were removed without incident.